Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results on their dxc 700 au clinical chemistry analyzer. The customer stated the ise results were zero (0). The erroneous results were not released out of the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer and identified the failure mode as the sample probe. The customer replaced the sample probe and no further issues were observed. The beckman coulter internal identifier is: (B)(4).